Manufacturer narrative:
The investigation into the positioning issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical details and data logs, the root cause of the positioning issue was use related since the pump pulled out during repositioning. Wireless re-access was unsuccessful.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. An impella position in aorta alarm occurred during support. While repositioning of the pump, it became dislodged completely in the aorta. Doctor attempted (unsuccessfully) to cross the valve under transesophageal echocardiography guidance. Due to patient having transesophageal echocardiography in 70¿s on low dose milrinone and levo, decision was made for surgical removal of impella and repair at bedside.